Event description:
It has been reported that one bd¿ syringe with needle has been found experiencing leakage during use. The following has been provided by the initial reporter: blood leakage was found during using.

Manufacturer narrative:
H.6 investigation: a device history record review was completed for the provided lot number and the review did not reveal any detected signs of non-conformance during the production process. Both physical and picture samples were provided for evaluation by our quality engineer team. Through examination of the returned samples, leakage was identified through the plunger rod. Not able to determine. Possible damage in the plunger lip produced during the handling of the product through the manufacturing process or in the plunger assembly machine.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd¿ syringe with needle has been found experiencing leakage during use. The following has been provided by the initial reporter: blood leakage was found during using.